Event description:
It was reported that during equipment testing by the customer at the user facility, the device overheated. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.